Event description:
In 2008, the pt reported that while attempting to change the insulin cartridge, the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The pt was instructed how to remove the plunger from the piston rod, and she then dried the cartridge compartment with a cotton swab. The pt was assisted with inserting a new insulin cartridge. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from health professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.